Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. The patient would continue to be monitored. No adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. The patient would continue to be monitored. No adverse patient effects were reported. The device system remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. Additional information was received which reported that another inappropriate shock was delivered due to noise and oversensing. Troubleshooting was performed which reproduced noise with patient movements. The s-ICD system would be replaced with a transvenous system in the future. No adverse patient effects were reported. Additional information was received which reported that this s-ICD was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined that transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined . This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. The patient would continue to be monitored. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that another inappropriate shock was delivered due to noise and oversensing. Troubleshooting was performed which reproduced noise with patient movements. The s-ICD system would be replaced with a transvenous system in the future. No adverse patient effects were reported. Additional information was received which reported that this s-ICD was later explanted and replaced with a transvenous system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing in the primary sense vector. This resulted in the delivery of an inappropriate shock. Testing was performed and the vector was changed. The patient would continue to be monitored. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that another inappropriate shock was delivered due to noise and oversensing. Troubleshooting was performed which reproduced noise with patient movements. The s-ICD system would be replaced with a transvenous system in the future. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.